Manufacturer narrative:
The customer's calibration and qc results were ok. Based on the provided information, a general reagent issue could be excluded. The investigation reviewed the system's alarm trace and no abnormalities were found. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer confirmed no fibrin clots or strands were present in the patient's sample. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs stat result for one patient tested on a cobas e 411 rack. The patient's initial troponin result was reported outside the laboratory. The customer performed repeat testing with the patient's sample on the same analyzer. (B)(6). The customer determined the first repeat result was correct and a corrected report was provided. The troponin reagent lot number was 512050 with an expiration date of 31-may-2022.